Event description:
Prior to performing a laparoscopic cholecystectomy the surgical technician fired the clip applier. The clip applier jammed and was nonfunctional. A new clip applier was opened and used to sucessfully clip the cystic duct.======================manufacturer response for mulitple clip applier, ligamax 5 (per site reporter).======================send it to them.